Event description:
Customer's caretaker reported an incident of hypoglycemia requiring professional medical treatment at a time when she attempted, was unable to use the advantage system due to error within specifications. Error messages are designed failsafes to disable the device from producing a result when certain operating conditions are not met. A request was made for the return of the system, and a replacement was sent.